Event description:
Caller states that patient 1 tested 2.5 inr and 3.9 inr during duplicate testing. Patient 2 reportedly tested 1.8 inr and 2.6 inr on device during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
No information provided for patient 2.